Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot#: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a basic evaluation trial device to treat urge incontinence and urgency frequency; the trial began (B)(6) 2019. It was reported the trial patient thinks one of her leads broke as her device is not connecting. Patient has been advised to contact their clinician. Patient status was reported as alive ¿ no injury. No further complications were reported or are anticipated.